Manufacturer narrative:
This is the same event as 3010536692-2014-01308.

Event description:
Allegedly pt. Was revised due to pain and mom complications (synovitis, pseudotumor, and metallosis). Right hip.